Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc on or about (B)(6) 2010 for the treatment of stress urinary incontinence and/or pelvic organ prolapse. It was alleged the plaintiff experienced significant mental and physical pain and suffering, emotional distress, physical injuries, has required medical treatment, has sustained permanent injury, as well as other damages. It was further alleged the plaintiff underwent repair surgery on or about (B)(6), 2010 and had another manufacturer's sling implanted on (B)(6), 2010.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.